Event description:
The device was applied acros the vessel and the clips scissored cutting the vessel. The pt was bleeding and the procedure was converted to open. One liter of blood was lost and the doctor finished the case by hand sewing. No transfusion was needed. Procedure type: lobectomy.